Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there is a leak at the junction of the extension tube and the bifurcate.

Manufacturer narrative:
This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event. However, process failure mode and effects analysis (pfmea) and design failure mode and effects analysis (dfmea) were reviewed in order to identify the possible causes for the failure. The following potential causes were identified: machine malfunction, customer misuse, inspection in process failed or not performed, defective material, or sharps usage with catheter. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there is a leak at the junction of the extension tube and the bifurcate.

Manufacturer narrative:
Because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The sample consisted of one piece of the pd catheter and 1 titanium adapter. The sample came inside a plastic bag and was cut approximately 1 cm below the inferior part of the adapter. A visual evaluation of the sample was performed and a cut in the tubing of the catheter was observed. An ishikawa diagram was used to determine the potential causes for this event. According to procedure, manufacturing operators must inspect catheters and reject for contamination, necking of the tubing, and nicks, cuts or blemishes that do not meet drawing specifications. Based on visual inspection, the catheter showed evidence of use and manipulation. The reported condition was not identified prior to insertion. It occurred after being in use for an undetermined amount of time, which implies that the issue occurred after customer manipulation. This reported condition has been confirmed based on the sample evaluation revealing a cut that could have caused the leak reported by the customer. Additionally, the catheter functioned as intended for an undetermined amount of time. Based on the available information there is enough information to discard the manufacturing process. The most possible root cause could be related to customer misuse since the issue occurred after customer manipulation. No trends or triggers have been found. Therefore, a corrective and preventive action is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for (B)(4), 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there is a leak at the junction of the extension tube and the bifurcate.